Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(4). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff were unable to control patient temperature accurately in an arctic sun device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Per additional information received via mail on 04dec2025, they attended hospital site. Serviced the machine and did manual control to check all working well. No issues. All within parameters. New device was put on patient and completed therapy with this device. No patient impact due to use of these devices. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff were unable to control patient temperature accurately in an arctic sun device. Per additional information received via mail on 04dec2025, they attended hospital site. Serviced the machine and did manual control to check all working well. No issues. All within parameters. New device was put on patient and completed therapy with this device. No patient impact due to use of these devices.